Event description:
It was reported that the system was mixing pt images (data mix). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software rev.30 was reloaded. The system was tested and found to be working as intended and returned to service.